Event description:
The rptr stated that while on an umbilical arterial line (ual), the stopcock cracked. The rptr also stated that straight fluids, no other medications added, were probably being run. The customer noted that the ual "bled" but no therapy or treatment was reported. The customer indicated that there were several instances where the stopcock cracked. However, further info was not available.